Event description:
Device history record was reviewed. No event linked with the reported issue was observed. The reported device was not sent for investigation and the log history was not provided, therefore no review log was done. Device was not sent to france for investigation as repairs were carried out locally by nova scotia canada. As reported in the complaint, the battery was depleted. During servicing, they have tried charging the unit but battery error message returned and unit started beeping. Therefore, the device was repaired and the issue was resolved by replacing the battery and placing the unit back on charger. The error message was no longer present and the device passed all the testing. However, the part was not sent back to brézins for further investigation. The root cause could not be identified as no more information and no other evidences were provided to confirm the origin of the defect. Note : battery performance can be affected by long storage, deep discharge or a high frequency of use on an affected battery. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Battery depleted, tried recharging, error message gone but still flashing red lights remain from when message was displayed. More information is needed to fully investigate the issue.